Manufacturer narrative:
Per tandem user guide: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: residual insulin remaining in the cartridge is unusable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported using pump supplies for greater than 3 days, and reusing insulin from cartridges. Customer was instructed to fill cartridges with fresh insulin, and to change pump supplies every 48-72 hours per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was no greater than 300 mg/dl.